Event description:
It was reported that pump displayed malfunction messages, including malfunction 199 in tandem source and malfunction 12, and that same malfunction had occurred at least three times on this pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method if necessary, while technical support arranged a replacement pump.